Event description:
Prior to an implant procedure, a decrease in the longevity of the device was observed and premature battery depletion was suspected. Technical support was contacted and the device was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. However, the remaining battery capacity to eri was lower than the expected implant requirement specifications. The device image indicated a normal current drain during the implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of the premature battery depletion could not be determined.